Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery intermittently could not be charged. There was no adverse impact to customer¿s blood glucose level. Multiple follow up attempts were made to obtain additional information; however, a response was not received.